Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high readings. On 04/06/2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose 6 to 8 times per day and manages her diabetes with an insulin pump. The patient will bolus with her insulin based on her carbohydrate into insulin ratio and also if her blood glucose is high. Prior to patient's meter to lab comparison to (B) (6) 2010, the patient had obtained an elevated reading of "300 something mg/dl" on the subject meter, which the patient felt was inaccurately high. Based on the elevated reading, the patient took insulin. Reportedly, 20 minutes later, the patient developed symptoms of "sweaty, shaky, and headache" and tested at "56 mg/dl" on the subject meter. The patient administered self treatment with food/drink at the time of concern and felt better soon after. On (B) (6) 2010, the patient reported blood glucose results of "360 mg/dl" with a lifescan meter and "110 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria of accuracy. During troubleshooting, the customer care advocate noted that the testing technique was correct, the test strips were in good condition and within the discard date, and the results were taken from an approved test site. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia after she took insulin based the lfs meter reading. Replacement products were sent to the patient.